Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 560 mg/dl and ketones were present. Bolus via pump and an insulin injection were used to address high bg. The customer went to the emergency room (ER) and was hospitalized for diabetic ketoacidosis (bg) and high bg. The ketone level was considered as being dangerous per a healthcare provider. The customer was treated with intravenous insulin and fluids. High bg and dka were resolved. The customer was discharged on (B)(6) 2018. During troubleshooting, it was discovered that the pump shutdown due to the depletion of the battery. The pump declared the proper low battery alerts and alarms prior to shutdown. The pump was in storage mode 6 hours prior to the hospitalization. The customer confirmed that the high bg/dka event was due to the lack of delivery due to the pump being in storage mode and also due to medication that was administered for a medical procedure prior to the ER/hospitalization event (customer reduced pump basal rate prior to medical procedure). Prior to discharge, the customer changed the pump supplies and resumed pump supplies.